Event description:
It was reported that the stimulation was shutting off every 30 minutes on its own. Pt had to manually increased the stimulation on the programmer to feel the stimulation after the device shut off. X-ray was taken on the leads and no anomalies were found. The physician recommended ipg replacement and testing of the leads during the surgery. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.